Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a skin irritation under armpits and shoulders from lifevest rubbing on skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of lifevest as the patient¿s condition improved. Follow up indicated that the skin irritation improved.